Event description:
On june 28, 2006 the lay user/reporter, the pt's mother, contacted lifescan (lfs) alleging the one touch induo meter would not allow the test to start. The med affairs spec. (Mas) contacted the reporter to obtain and verify info, however, was unable to reach her by telephone. On july 5 2006, the mas mailed a letter requesting the pt contact med affairs. On an unspecified date in april 2006, the pt attempted to test his blood glucose level, but the test did not start after the sample was applied to the test strips; he did not obtain a result. At that time, the pt was experiencing the symptoms of headache and body cramps. Following the use of the meter, the pt administered self-care by taking insulin, type and dose not specified. The pt was taken to the hosp, where he has received an unk intravenous treatment. It would have been helpful to determine the type and dose of insulin the pt injected, his previous blood glucose readings, what meals and medications had been taken prior to the onset of symptoms, if emergency services were contacted, his blood glucose reading in the emergency room, his specific intravenous treatment, and his medication regimen. The customer care advocate (cca) determined during the troubleshooting telephone call, that the pt's testing technique may have been incorrect. The issue was resolved with troubleshooting and pt education. While symptomatic, the pt was unable to obtain a blood glucose reading on the reported meter, and following an insulin injection, he required emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.